Event description:
A lifecor patient services representative contacted customer support to report that during a patient fitting on the the battery packs would not lock into place in the monitor. The suspect battery pack was replaced.